Event description:
It was reported that this clinic received an alert from this system indicating a high, out-of-range shock impedance measurement (>125 ohms) from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and discussed that such a gradual shock impedance increase is most likely due to patient factors, such as calcification or mineralization. Ts recommended increasing the shock impedance alert value and continuing with normal follow-ups. The system remains implanted and no adverse patient effects were reported.